Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2006 a monarc was implanted in the plaintiff to treat her sui. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries." It was also alleged that the plaintiff "suffer severe personal injuries, pain and suffering, and severe emotional distress."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.